Manufacturer narrative:
Device evaluation it was reported that the leak test failed between the cannula and hub. As a physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts the upper portion of a needle hub, the epoxy interface, and the lower portion of a needle. No additional details relevant to the reported issue could be determined from the photograph. A device history record (DHR) review was conducted for material number 302047, lot 5301832. This review did not identify any quality issues during manufacturing that could be associated with the reported condition. There were no related quality notifications, and all manufacturing processes and final inspections were completed in accordance with established specifications. Based on the available investigation results, including the photograph review, the reported condition could not be confirmed. In the absence of a returned physical sample, a definitive root cause could not be determined.

Event description:
It was reported, needle ns 30ga 1/2in bns yel hub tw euro, leakage. The following was provided by the initial reporter: on april 15, 2026, during incoming inspection in functional test for needle 30gx1/2- USA cat 2195233/ 9080101 - lot ra00007383/ 5301832 - one unit was found to be defective. The leak test failed between the cannula and hub.